Event description:
It was reported there were impedances of >4000 ohms on some of the bipolar pairs. It was noted that increasing default test values and rerunning the test was recommended. It was noted the patient was feeling stimulation, but required max amplitude and it was not providing enough relief, with electrodes 2 and 3. It was noted they re-ran impedances at 3.5 volts and all electrodes with 0 were >4000. 1 - 2 = 1400. 1 - 3 = 1700. 2 - 3 = 2800. It was logged the age of the lead was 20 years and reprogramming to 1 - 2 or 1 - 3 was to be attempted. It was reported there had been a gradual loss of therapy sensation. Additional information received reported the patient was deciding if she wanted to have system replaced and would notify the doctor of her decision.

Manufacturer narrative:
Concomitant products: product ID: 3888-28, lot# l31779, implanted: (B)(6) 1994, product type: lead. Product ID: 3550-09, lot# n076577, implanted: (B)(6) 2006, product type: accessory. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).